Manufacturer narrative:
Device listed of initial MDR was corrected from 5527-b-400 to 5526-b-400.

Event description:
During a follow-up the surgeon observed the need for a knee revision of triathlon due to poly wear and instability.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: additional to the mar analysis a visual inspection was performed on the returned devices. X-ray beads can be seen on the insert. The mar concluded that delamination, burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes on uhmwpe. Damage was also observed on the femoral component and baseplate, consistent with contact against each other. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: what exactly has caused failure in this case, the balance between patient-related and procedure-related factors cannot be detailed in this case due to lack of proper clinical and radiological information. More specific radiological information including clinical examination findings may all help further to solve this case although it is evident that this case has a principal procedure-related failure mode with possibly some secondary patient-related factors but is certainly not device-related. Procedure-related factors - suboptimal component position causing (flexion) instability. Patient-related factors - no info. Device-related factors: - none as also supported by mar findings. Diagnosis: - suboptimal component position and/or prior knee disease have contributed to (flexion) instability allowing more rollback than normal during knee flexion of the femoral component past the posterior border of the bearing. This overload condition caused poly damage near the posterior borders of the bearing with also metal contact between femur and baseplate. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: based on the medical review which indicated, what exactly has caused failure in this case, the balance between patient-related and procedure-related factors cannot be detailed in this case due to lack of proper clinical and radiological information. More specific radiological information including clinical examination findings may all help further to solve this case although it is evident that this case has a principal procedure-related failure mode with possibly some secondary patient-related factors but is certainly not device-related. The exact cause of the event could not be determined due to insufficient information received. However further information such as x-rays, revision operative notes, patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During a follow-up the surgeon observed the need for a knee revision of triathlon due to poly wear and instability.

Manufacturer narrative:
Concomitant medical products: triathlon p/a cr beaded #4r; cat# 5517-f-402; lot# snmdk; prim bp w/holes bead w/pa sz 4; cat# 5527-b-400; lot# smtdk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a follow-up the surgeon observed the need for a knee revision of triathlon due to poly wear and instability.